Event description:
Fluoroscopy displayed externalized conductors. Lead remains implanted. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.